Event description:
The customer tested her blood glucose on contour and received a reading of 49 mg/dl. She retested on elite and received a reading in the 500's (mg/dl). The customer did not allege any adverse events due to the readings. The strips are to be returned for evaluation, and replacement strips will be sent.